Event description:
It was reported the patient's blood glucose level rose to 20mmol/l (360mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. The patient reported being unsure the pod was delivering insulin.

Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a tear, approximately 14.89mm from the nail head, and caused a leakage. Fluid was observed exiting the tear. The pod data does not show any timeouts or drive stalls. Although the data does not show struggle to deliver insulin, an internal tear disrupts proper drug delivery and can therefore be confirmed as the root cause of this failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.